Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.0/1.5/109 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was exchanged for a same model and length lens with different power. The reporter states the replacement lens was placed vertically and this resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).